Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported failure. The stm reported the the transducers had been calibrated in the past but the code continues intermittently. The stm replaced the transducers purchased by the customer and calibrated them to resolve the issue. The stm performed a complete system checkout and calibration verification. The iabp passed all testing and was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs intra-aortic balloon pump (iabp) displayed an electrical test failure code # 53. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected fields: b3 ( date of event from (B)(6) 2020 to unknown).

Event description:
It was reported by the customer that the cs intra-aortic balloon pump (iabp) displayed an electrical test failure code # 53. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.